Event description:
Information was received from a consumer regarding a patient with and external neurostimulator (ens). It was reported that the patient was up a lot at night. They stated they were up about 6 times to go to the bathroom and that was too many times. Contributing factors to the event were unknown. It was reported that the issues were unresolved. Additional information was received. The patient reported that their bowels and bladder were releasing at the same time. Patient had a follow-up with their healthcare provider scheduled for (B)(6). Patient mentioned their output was averaging 100-150, which was very little because their fluid intake was much more. The resolution to these issues were reported as unknown. Additional information was received. Patient reported they were disappointed due to not seeing their healthcare provider patient stated that when they got the urge it just didn't materialize. Patient did not want to go through with permanent implant if they didn't see improvement during evaluation. Patient was changed to program 2, it was reported the issues were unresolved at the time of report. Additional information was received. The patient felt pain in the left ovary on program 3, but didn't want to change programs until they saw their healthcare provider that afternoon. Patient stated they felt like their bowels were overproducing and that it seemed as if their catheter had stopped working. Patient felt like they were expected to know more about the therapy than they did and it was the most invasive, uncomfortable process both mentally and physically. Additional information was received. The patient stated the night prior their lower extremities were burning and they were told by a medical doctor to drink a beer when that happens. Patient drank a beer and took 2 azo's. After that the patient was up every 15-30 minutes during the night, so they turned the machine off. Patient also had a lot of leaks. This morning the patient stated the burning was gone. Patient was going to stay on program 3 at 0.3. It was reported the issues were unresolved at the time of the report. No further complications were reported or anticipated.